Manufacturer narrative:
Findings: pump had reservoir tube lip completely broken off, cracked case at display window corner, missing reservoir tube o-ring, minor scratched display window.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on the reservoir compartment of their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.